Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent upper midline hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012. It was reported that the patient underwent revision surgery on (B)(6) 2012. It was reported that the patient underwent revision surgery on (B)(6) 2012. It was reported that the patient underwent revision surgery on (B)(6) 2012. It was reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient experienced severe and chronic pain, inflammation, defect, adhesions to small intestine, removal of foreign body from colon, infection, abdominal wall reconstruction and open draining wound. Other procedures are captured in a separate file. No additional information is provided.